Event description:
It was reported that the right ventricular (rv) lead exhibited multiple high impedance levels, and was possibly fractured. It was further reported that the rv lead exhibited oversensing. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited multiple high impedance levels, and was possibly fractured. It was further reported that the ra lead exhibited p-wave undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the partial lead was returned in segments and analyzed. There were no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: product ID 5076, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. (B)(4).